Event description:
Pt went to be stuck for labs. Butterfly needle used. Needle inserted into arm. Went to advance needle and safety device activated. Needle retracted. This rn did not activate safety mechanism or bump it. New butterfly used.